Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead did not pass guidewire insertion testing due to there being dried blood found in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information at a later date stated that the dislodgement was a result from twiddler's syndrome.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed elevated capture thresholds. During a revision procedure, it was observed that the lv lead likely dislodged, and was explanted. A new lead was successfully implanted per the physician discretion. No adverse effects were reported.

Event description:
--